Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2014-01633/-01634/-01635/-01636/-016137/-01638).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, a right hip revision took place on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, and lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. No revision on the left hip has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to pain and a limp. Operative report noted the presence of clear yellow fluid. Operative report further noted there was no metallic staining of tissue present. The stem and acetabular cup were well fixed with good bone ingrowth. The modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, a right hip revision took place on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, and lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. No revision on the left hip has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.